Event description:
It was reported by the customer that pyxis medstation es had a refrigerator failure. The customer stated that the refrigerator was not locked and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to magnetic lock issue. A field service engineer turned the magnetic lock on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.